Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump had scratched display window.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 426 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that they tried different cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated they do rotate sites and avoids scar tissue. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.